Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 99 to 102 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 68 mg/dl and 69 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 64mg/dl, (B)(6) 2015, 05:46am; 94mg/dl, (B)(6) 2015, 05:42am (husband's result); 95mg/dl, (B)(6) 2015, 06:41am; 64mg/dl, (B)(6) 2015, 06:41am (husband's result); 58mg/dl, (B)(6) 2015, 06:11am (husband's result). Adverse event not reported.